Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. 58 devices were received for evaluation; 58 events were confirmed during testing. 58 devices were found to be affected by a damaged hose. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 58 </noe> malfunction events in which the device had a damaged hose, which caused leaking of air and/or lubricant. There was no patient involvement; no patient impact.